Manufacturer narrative:
(B)(4). This event occurred in (B)(6). The customer states the strips are not available to return.

Event description:
The customer obtained a questionable high result for one patient sample using the accu-chek inform ii meter (serial number not provided). A venous sample was collected in a lithium-heparin syringe. The initial result on the meter was 320 mg/dl. The sample was tested on a gem 400 or gem 4000 blood gas analyzer with a result of 240 mg/dl. There was no allegation that an adverse event occurred. Qc was acceptable on the date of the event. The meter and strips were requested for investigation; however, the strips are no longer available. The meter was not returned. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes could be glycolysis of the sample between measurements or air bubbles in the sample. The customer was advised of these factors. Additional causes could be the use of a lithium-heparin syringe to collect the sample; not enough sample available in the syringe; or not enough or incorrect mixing of the heparin and the sample. Product labeling states that fresh venous blood samples containing lithium heparin are acceptable for testing.